Event description:
Caller reported that a cartridge alarm 20 occurred during the load process, and they were able to load a new cartridge after trying a few times. There was no adverse impact to the customer's blood glucose level. The issue was resolved without reoccurrence, and the caller was able to successfully load a cartridge and resume insulin therapy.